Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported a micron filter leakage. There was unknown patient involvement, and unknown patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from the micron filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.